Event description:
It was reported that during a lap hysterectomy, "replace instrument" and "blade error detected" was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws misaligned. The upper jaw was damaged in such a way that it got bent to a side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.